Manufacturer narrative:
(B)(4). Attempts to obtain the following information has been performed but not received. If the further details are received at a later date a supplemental medwatch will be sent please advise what was the reported issue with the drain? What was done to address the reservoir not locking? Was another reservoir used? Were there any reported patient consequences? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H will be sent.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservoir was used. About a week after the surgery, the reservoir could not be locked. Further details are not provided. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/1/2020. Additional information; d10. H3 evaluation: sample was received for analysis. During sample evaluation the plate was able to be open and close without any issue. Tie strap did not interfere on the correct function of the locking mechanism. Therefore, is considered this man factor does not contribute to the reported complaint defect. Locking mechanism of reservoir was checked to verify its condition. Sample was evaluated, and during this evaluation it was notice that the latch of plate and its mechanism was in good. Condition, in addition to it was able to be activated and de-activated several times with no issues. Therefore, is considered this materials factor does not contribute to the reported complaint defect. During sample evaluation the plate was able to be open and close without any issue. Tie strap did not interfere on the correct function of the locking mechanism. In addition, during manufacturing process each unit is activated to confirm proper function and inspected to confirm it complies with current manufacturing instructions. Based on the present analysis, and condition of sample received it is determined that the reported complaint is not verified and is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/14/2020.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 518/2020. The following additional information has been obtained: what was done to address the reservoir not locking? No further information is available. Was another reservoir used? No further information is available. Were there any reported patient consequences? No further information is available. No further information will be provided.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 7/22/2020. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.